Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was found with a rope about his neck with one end attached to a 5410low bed. The patient was found in the sitting position with the electric bed controls in his hand.